Event description:
It was reported that the implant had damaged hex. While placing the implant we have dense bone, used torque wrench to reverse implant out, implant is stuck in ratchet driver (ire200u).

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided h11: d10 - medical product - certain® universal ratchet extension implant driver catalog #: ire200u lot #: unknown.